Manufacturer narrative:
The device was not returned for evaluation the lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of angina is listed in the supera instruction for use as a known potential adverse effect associated with peripheral percutaneous intervention. The investigation was unable to determine a cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous femoral artery. On (B)(6) 2015, two supera stents (5.5x100mm and 6.5x150mm) were implanted. On (B)(6) 2019, post 4 years stent implantation, the patient presented with chest pain. Angiography was performed and noted the 5.5x100mm stent implant as fractured in two pieces. The other 6.5x150mm supera stent was confirmed to have no issues. A recanalization was done by implanting another 5.5x80mm supera stent inside the broken stent. There were no adverse patient sequela reported. No additional information was provided.